Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a tricuspid valve infection. It was noted that the right ventricular (rv) lead exhibited high thresholds. The ipg system was explanted. No further patient complications have been reported as a result of this event.